Manufacturer narrative:
The cause for the discordant hbsag result is unknown. The calibration and qc were reviewed and were acceptable. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false (B)(6) advia centaur xp hbsag result was obtained for a patient sample. The result was questioned due to high results on liver markers. The patient sample was tested on alternate methods and the results were (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant hbsag results.